Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the recharger was taking a long time to recharge the implantable neurostimulator and there was poor coupling. The recharger was not keeping charged. The patient was in a car accident on (B)(6) 2016, and sometime in june, he noticed having these problems. The patient had an x-ray done and everything looked okay. He was unsure if not having coupling boxes was related to the accident or not. The patient was sent a new recharger to try to resolve these issues. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.